Event description:
Per the clinic, the patient experienced tenderness and soreness around the magnet site. A soft pad use was recommended and clinic confirmed agreement to provide a replacement magnet of lesser strength. The patient was subsequently treated with antibiotics ointment (specific date and duration not reported) and the symptoms reportedly has resolved. The implanted device remains.